Manufacturer narrative:
Clinical conclusion: there is a temporal relationship between pd therapy on the liberty select cycler with cassette and the patient¿s peritonitis. However, there is no documentation to show a causal relationship between the event and the liberty select cycler with cassette. The cause of the peritonitis was attributed to a breach in aseptic technique. The liberty select cycler and cassette have been disassociated from this event as there is no evidence of a machine malfunction, cassette leak or reported deficiency in relation to the event. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
During follow up for a separate event it was reported that a patient was hospitalized on (B)(6) 2018 for peritonitis. Upon follow up the pdrn stated the patient was diagnosed on (B)(6) 2018 with peritonitis (signs/symptoms unknown) and hospitalized the same day. The cause of the peritonitis was said to be a breach in aseptic technique. The pd effluent culture resulted positive for pseudomonas (species unknown). The patient was treated/prescribed antibiotics (type, route, dose frequency and duration unknown). The patient underwent pd catheter (not a fresenius product) removal (unknown date) and transitioned to hemodialysis (hd) for six months.